Manufacturer narrative:
No sample has been returned. A root cause has been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that after a pt had had retrobulbar anesthetic in anticipation of cataract surgery, the system displayed a message indicating a handpiece test failure. The system was exchanged and the surgery was completed after a 15 minute delay. There was no harm or injury to the pt reported.